Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light lead was used during a case and flickered during the procedure. The customer further reported that the lead appeared to get hot with staff reported that they could smell burning. Please note no burn was reported in this event.

Manufacturer narrative:
Alleged failure: the customer reported that the light lead was used during a case and flickered during the procedure. The customer further reported that the lead appeared to get hot with staff reported that they could smell burning. The customer changed it for the other lead which worked fine. Small delay in swapping out the lead the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be with the l10 light source for the blinking issue. The warning on the IFU states "the surface temperature near the scope adapter and at the tip of the scope can exceed 41 °c if the light source is operated at high levels of brightness for extended periods of time. The heated scope and adapter can cause burns to the patient, user, or combustible materials." The device manufacture date is not known. The product was returned for investigation and the failure mode was not confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the light lead was used during a case and flickered during the procedure. The customer further reported that the lead appeared to get hot with staff reported that they could smell burning. Please note no burn was reported in this event.